Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the patient presented to the operating room for a lead revision due to high thresholds. During the procedure, the physician attempted to reposition the lead but the helix would not extend. The lead was explanted and replaced. No electrical anomalies were detected. The patient was stable before, during, and after the procedure.